Manufacturer narrative:
Product event summary: the actual lead was not returned. However, performance data was collected from the device and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert was triggered and there was oversensing associated with the right ventricular lead.

Event description:
It was reported that a patient alert was triggered for the right ventricular (rv) lead due to oversensing noise. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.